Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd phoenix¿ m50 automated microbiology system has errors in determination of susceptibility to carbapenems. No patient impact was reported. The following information was provided by the initial reporter: has errors in the determination of susceptibility to carbapenems.

Manufacturer narrative:
A results failure was reported on a phoenix m50 instrument (p/n 443624, s/n (B)(6) ). The customer reported that the instrument presented errors in the determination of susceptibility to carbapenems. A bd field service engineer (fse) was dispatched to investigate. The fse reviewed the instrument and proceeded to verify the optical system, the cvs, the light source adjustment, and did a filter panel test, and it was detected that a ratio was out of range, the fse performed a ccd alignment and ccd fine focus, after which the issue was resolved. The root cause of this failure mode is not known. This is a confirmed failure of a bd product. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review for this instrument was completed and revealed no previous complaints related to errors in the determination of susceptibility to carbapenems. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint. H3 other text : see h.10.

Event description:
It was reported that bd phoenix¿ m50 automated microbiology system has errors in determination of susceptibility to carbapenems. No patient impact was reported. The following information was provided by the initial reporter: has errors in the determination of susceptibility to carbapenems.